Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer collapsed and passed out on (B)(6) 2018, cracking the insulin pump in the process. Paramedics arrived on scene and assisted the customer. The customer's blood glucose was 67 mg/dl at the time of incident. After receiving assistance, the customer declined a hospital visit. No further details were provided regarding treatments or symptoms of the hypoglycemia. Troubleshooting did not occur. The insulin pump was not returned for analysis.